Event description:
It was reported to philips that the crew obtained a 3-lead ECG however were unable to obtain a 12-lead ECG during a patient event. No negative patient impact was reported. A second als crew was requested who successfully obtained a 12-lead ECG on the patient with their device.